Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements gradually rising of 129 ohms. Technical services (ts) was contacted and reviewed reprogramming recommendations with the caller. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.